Event description:
It was reported that the intra-aortic balloon (iab) was prepped per instruction and when inserted into the super arrow-flex (saf) sheath, it became stuck and could not be used. As a result, the iab and the sheath were removed as one unit and the md used another iab to complete the procedure.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.